Event description:
The account alleged that one of the doctors sat on the foot section of this bed and the foot section fell to the floor. He indicated that the doctor was injured from this fall.

Manufacturer narrative:
The midwife alleged she was in labor and delivery 3 during a pt delivery. She sat on the right edge of the foot section weldment and after 3 to 40 minutes, the foot section weldment fell to the floor, causing her to fall on the floor. The midwife had a CT scan which according to hospital came back with no injury and no treatment was provided. The technician latched and unlatched the foot section weldment five times and placed his full body weight ((B) (6)) on the foot section weldment. The technician found the foot section was operating normally with no abnormal operation. The technician found no damage to the foot section except the left release handle was bent slightly, but did not affect the operation of the latching or unlatching. The staff could not confirm if the foot section was properly latched on the bed. The technician trained the staff on the proper latching of the foot section.